Event description:
It was reported that the implant date of the implantable neurostimulator (ins) was 2013-(B)(6). It was reported that the used by date notification appeared/was observed indicating that the implantable neurostimulator (ins) was implanted past the used by date (ubd). Based upon information gathered from factory works the used by date was 2013-(B)(6). It was confirmed that the implant date was 2013-(B)(6). As a result, the information further indicated that the ins was implanted after the used by date. Manufacturer report # 3004209178-2014-04599 pertains to the same ins and patient. As a result, the analysis of the device will be conducted in report # 3004209178-2014-04599.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Note: analysis will be conducted in report # 3004209178-2014-04599.